Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with light sensitivity that makes eye water in both eyes two weeks post photorefractive keratectomy. The patient was noted to have symptoms of corneal erosion in left eye greater than the right eye. The left eye has slight epithelial irregularity but no significant erosion. The patient will be treated for corneal erosion, a bandage contact lens was placed on both eyes. The patient will be seen in two weeks for contact lens removal and then will begin sodium chloride hypertonicity ophthalmic solution. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.